Event description:
Surgeon just started to proceed with trans urethral resection of bladder tumor. The staff in the room noticed that the end of the resection scope broke off into the patient's bladder. The piece of the scope was removed and no tissue trauma was present to the patient.